Manufacturer narrative:
Follow-up #3 this supplemental is being sent to correct information previously submitted and also, to include information omitted from previous submissions. The alert date of follow-up #2 should have been (B)(6) 2015. In addition, retain test strips passed performance testing with blood; however, the details of this evaluation were not included in follow-up #1. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 the lay user/patients test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The vial was found to have been exposed to moisture. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately high control solution results. The reporter obtained control solution readings between "153-157mg/dl" on the subject meter (onetouch verio iq). This falls out with the control solution range of "102-138mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.